Manufacturer narrative:
Concomitant medical products: product ID: 3391s-40, lot# v597842, implanted: (B)(6) 2012, product type: lead. Product ID: 3391s-40, lot# v591640, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that there was a coupling problem. On the day prior to this report, the patient reportedly recharged for four hours and the implantable neurostimulator (ins) battery status did not move. The patient was reportedly able to get six coupling bars at one point during the call, but would lose them. It was noted that the patient had gotten the rechargeable ins, because he ¿required a lot of power.¿ three days later, it was reported that the reporter had gotten a shoulder harness and was able to get 6-8 coupling bars and charge the ins up to 50%. The reporter noted that it had worked well, but the patient was having trouble with coupling again on the day of the report. The reporter was then able to get six coupling bars, but lost the bars when trying to put the harness on. It was noted that the reporter ¿had difficulty¿ with the patient and would try to get coupling and planned to report back if there were further issues. Additional information reported the patient continued to receive 6-8 coupling bars and was charging at the time of follow-up. It was reported the patient experienced a loss of therapeutic effect and return of ocd symptoms on (B)(6) 2013. It was noted the patient¿s ins was found to be depleted five days after the loss of therapeutic effect. Additional information stated the cause of the patient¿s event was that the patient ¿had not recharged¿ and the ¿battery just needed recharging.¿ it was noted the antenna locate feature was performed to find the best recharge efficiency. The patient received a ¿74 and then got 8 bars out of 8 for coupling and got to 50% charge in two hours.¿ it was reported no malfunctions were observed or interventions taken and it was restated the patient ¿just turned the battery on after the battery was recharged.¿ the patient¿s outcome at the time of follow-up was unknown. Additional information stated the patient¿s stimulation ¿just shuts off¿ for about the last 7-10 days prior to follow-up. It was reported the patient was ¿able to recharge the battery¿ and that the patient¿s father stated ¿it¿s the equipment.¿ it was further reported that the father thought the ins system was ¿not a very good tool¿ and that ¿the rechargeable battery was not good for people with ocd¿ and ¿with this kind of illness.¿ it was noted the patient¿s father was going to suggest to the patient¿s physician that the ins be replaced with a ¿permanent battery.¿ additional information reported the patient¿s ins was ¿inadvertently turning off.¿ it was stated that on the day of follow-up the patient¿s ins was discharged and they could not charge it. It was noted that when the reporter called the patient that they were ¿actually able to charge the ins.¿ it was noted the patient historically did not recharge as instructed. It was stated the ins would then discharge to the point of a loss of therapy and the ins would remain off. It was noted this had occurred several times. It was reported the patient¿s father had difficulty assisting his son in staying compliant with his recharging requirements. The manufacturer representative noted the patient¿s ins was set to a very high voltage and that it would discharge within 2-3 days of use. It was noted the patient was advised to recharge at least once a day. It was further noted the patient¿s father said the patient had to be ¿in the mood¿ to recharge. It was reported that though the patient ¿had trouble coupling¿ that they had ¿repeatedly gotten 8 boxes.¿ it was stated that impedances had ¿historically been in the normal range.¿ additional information reported the patient¿s stimulation kept turning off by itself. The patient¿s father suggested the ins had an alert to indicate something is wrong when the stimulation shuts off. It was stated the patient did not like the rechargeable ins because it was ¿a lot of work.¿ it was reported that on (B)(6) 2013 the patient¿s stimulation turned off by itself when the ins was fully charged and the patient ¿started acting weird.¿ one week later, it was noted the patient¿s ins battery was low and the stimulation turned off again. The following day it was reported the patient¿s battery was charged to 50% and the stimulation was off. Impedance testing revealed normal impedances. No additional information. No additional information. Additional information received reported the implantable neurostimulator (ins) battery depletion was normal but they expressed dissatisfaction with longevity and depletion rate with the rechargeable ins. It was noted the rechargeable ins battery was hard to use. It was stated the patient had to recharge every day because they had high settings and they want a battery that would last ¿longer than 5-6 months.¿ it was noted if the stimulation disappeared the patient would ¿go bananas¿ and then they would have to charge back up. It was noted it was ¿a lot harder for a person with a mental disorder to charge.¿ it was stated it was hard to find the right spot so they used a shoulder pad to keep it in place. It was noted it was hard to get ¿8 blocks¿ and if they would move it around it would go down to zero. It was stated the system wasn¿t very user friendly. It was noted the patient thought dbs was great and they were able to do a lot of things better than they used to. It was stated the patient¿s equipment appeared to work as designed. No new reportable information.